Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6) year old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), hypersensitivity ("allergy - other"), bladder disorder ("bladder/urinary problems - bladder problem"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), fatigue ("fatigue"), tooth disorder ("dental problems"), headache ("headaches"), nausea ("nausea"), metrorrhagia ("metrorrhagia (bleeding b/w periods)") and cystitis ("bladder/urinary problems bladder infection") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, back pain, dysmenorrhoea, menorrhagia, bladder disorder, metrorrhagia and cystitis had resolved and the hypersensitivity, gastrointestinal disorder, alopecia, fatigue, tooth disorder, hormone level abnormal, headache, nausea and weight increased outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, headache, hormone level abnormal, hypersensitivity, menorrhagia, metrorrhagia, nausea, pelvic pain, tooth disorder and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: plaintiff fact sheet received: event injury was updated with pelvic pain. New events dyspareunia (painful sexual intercourse), back pain, abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods), allergy- other, bladder/urinary problems bladder probs., bladder infection, gi conditions, hair loss, fatigue, dental probs, hormonal changes, headaches, nausea, weight gain were added. Outcome of event menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods, dyspareunia (painful sexual intercourse), back, pelvic/abdominal, dysmenorrhea (cramping), bladder infection were added as recovered/resolved. Patient demography added. Case is now incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.